Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and presented in clinic for routine follow up. Upon interrogation, it was noted that the right ventricular lead exhibited loss of capture. The patient was scheduled for lead revision. A fluoroscopy was performed, and it was discovered that the lead had perforated the right ventricle and dislodged as it was located in the pericardial sac. The lead was repositioned in the right ventricle on (B)(6) 2019 and all the measurements were normal. The patient was stable throughout the procedure.